Manufacturer narrative:
The insulin pump alarm motor error, due to loose dive support disk.

Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.